Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, overweight, deformation. Being overweight the device is not considered workmanship because the drawings or procedures for this catalog were not found. For this same reason, a further investigation is not opened either since the lot number is not available. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product. Healthcare professional reported "no fluid outer lumen." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product. Healthcare professional reported "no fluid outer lumen." Device has been explanted.